Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 15, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On (B)(6) 2020 mentor became aware that it erroneously placed the wrong value in e2 with the initial report. This value has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 625cc saline prostheses experienced right sided deflation and bilateral ptosis post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2020. The right sided deflation was reported initially on (B)(6) 2020. On september 21, 2020 mentor received additional information and initial awareness of left sided issues. This report relates to the left prosthesis.